Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that during an ipg pocket revision on 9 apr 2019 (MFR # 1627487-2019-04490), the ipg could not establish communication with external device. In turn, the ipg was explanted and replaced. Effective therapy was restored post operatively.